Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made with two different programmers. The device appeared to be working normally in vdd mode with a magnet rate of 97.3 bpm. Based on the measured battery data, the device had eleven months remaining longevity.

Manufacturer narrative:
No medwatch form was received.